Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at electronic. The insulin pump was received cracked case at display window corner and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer reported that they insulin pump was beginning to show lines. The customer's blood glucose was 116 mg/dl at the time of incident. The customer stated that there was fluid under the lcd display. The customer stated that the display looked like it was fading away. The customer also reported that they had blood glucose of 59 mg/dl after correcting blood glucose with manual injection. The customer stated that they were off the insulin pump during the low blood glucose event. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.